Event description:
Upon opening sterile xxl surgical gown, it was noted that the surgical gown smelled "musty". The gown was brought to the surgical office to see if anyone else could smell the "musty" smell. Multiple staff members could smell the gown while more than 3ft from it. It smelled like a wet basement and had almost a chemical smell to it. Nothing on the gown appeared wet or moldy or discolored.